Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the lead was explanted and replaced.

Event description:
Additional information received from the healthcare professional of a clinical study reported a clinical diagnosis of right side extremity pain. The event resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial: (B)(4), implanted: 2009, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead fracture. The clinical diagnosis was not applicable. Symptoms included right side of neck and arm pain. The outcome was ongoing. Interventions included reprogramming. Interventions included a lead modification. Diagnostic methods included imaging which showed fracture of the distal portion of the leads and a kinking back of one contact. The etiology was reported as possibly related to the device or therapy and unlikely related to the implant procedure. The etiology was noted as related to the lead. Relevant medical history included: failed back surgery syndrome.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead fracture. The clinical diagnosis was no applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.